Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The ground resistance failure was addressed by replacement of the power filter module. The device remains under evaluation to confirm full resolution of the issue. A follow-up MDR will be submitted upon completion of testing and repair verification. This failure type is being evaluated under CAPA-34, which was opened to investigate ground resistance failures. Reference to complaint # (B)(4) .

Event description:
Pump sn (B)(6) was undergoing routine preventive maintenance testing and failed the ground resistance test, measuring 0.515 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The failure was identified during preventive maintenance only. No patient involvement or adverse event was reported.

Manufacturer narrative:
This second follow-up MDR is being submitted to correct previously reported coding. Upon further evaluation, it was determined that the occlusion failures were not due to the device being out of calibration, but rather due to failure of the pressure sensor component. The probable cause of the failure was determined to be component failure of the pressure sensor. Refer to complaint record (B)(4) for additional details related to this event and the manufacturer¿s evaluation.

Event description:
Pump sn (B)(6) was undergoing routine preventive maintenance testing and failed the ground resistance test, measuring 0.515 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The pump also failed the 30 psi occlusion test, recording a pressure of 58.100 psi which is outside the acceptable range of 22 to 38 psi. This device also failed the 8 psi occlusion test at 58.300 psi which is outside the acceptable range of 0 and 16 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The device is currently awaiting further investigation results. No patient involvement was reported. The failure was identified during preventive maintenance only. No patient involvement or adverse event was reported.

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 58.100 psi which is outside the acceptable range of 22 to 38 psi. This device also failed the 8 psi occlusion test at 58.300 psi which is outside the acceptable range of 0 and 16 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The device is currently awaiting further investigation results. No patient involvement was reported.